Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report number 2183959-2012-00697. On (B)(6) 2007, a perigee system with intepro was implanted. On (B)(6) 2007, a second ams mesh device was implanted. The "products" were implanted to treat pelvic organ prolapse and stress urinary incontinence. It was reported that the patient has suffered severe and permanent bodily injuries including, but not limited to, significant mental and physical pain and suffering. It was also reported that she underwent "eight additional surgeries to locate and remove the eroded mesh," by one surgeon on (B)(6) 2007, (B)(6) 2008, (B)(6) 2008, (B)(6) 2009, and (B)(6) 2009 and had additional procedures by another surgeon "to attempt to locate and remove the mesh." Also, she continues to have pelvic pain, vaginal bleeding, bladder pain and infections, abdominal cramping, inability to walk or stand for periods of time, dyspareunia, incontinence, and is unable to work or perform daily activities. She has undergone extensive medical treatment, had or will undergo operations to repair pelvic organs or remove portions of the female genitalia, has had tissue and nerve damage, required pain control and other medications.